Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8248609. Our records show that this is the 2nd instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although our engineers were unable to duplicate this event without a submitted device, previous investigations and a review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA#629955 was initiated.

Event description:
It was reported that leakage occurred from the side valve of the bd connecta¿ stopcock with valve and extension tubing during use. As reported by the customer, "customer reported leakage at side valve of bd connecta, product number 394971 , lot number."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the side valve of the bd connecta¿ stopcock with valve and extension tubing during use. As reported by the customer, "customer reported leakage at side valve of bd connecta, product number 394971, lot number".